Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was ¿extensive heating¿ of the implant during an MRI procedure. It was indicated that the patient experienced heating at the implantation site. The heating was reportedly ¿so strong¿ that the MRI had to be aborted after 90 seconds. Approximately 3 weeks later, it was reported that the cause of the heating was not determined but was not confirmed by the physician. No further troubleshooting was performed. The physician reported that the patient was not hurt by the heating and she was doing fine.